Event description:
It was reported that revision surgery was scheduled to be performed due to elevated cobalt and chromium levels, synovitis and metal debris.

Manufacturer narrative:
The patient reported the event to the FDA via voluntary report no. (B)(4).